Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ lists infection and bleeding as adverse events that may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management,¿ provides information on anticoagulation, including recommended international normalized (inr) values. This section also lists infection as a potential late post-implant complication and provides care instructions regarding infection. The heartmate 3 lvas patient handbook. Is also currently available. This document also contains various sections regarding infection and how to prevent it. A direct correlation between the device and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturers investigation is completed.

Event description:
It was reported that on (B)(6) 2021 the patient presented to the emergency department with lower left quadrant pain which had started on (B)(6) 2021. The patient's hemoglobin was found to be 4.5 grams/dl without an obvious source of bleeding, and was guaiac positive. A computed tomography (CT) scan showed no obvious source of bleeding and the patient was given 1 unit of packed red blood cells to increase their hemoglobin to more than 5 g/dl. The patient was admitted to the ICU for ongoing care and blood transfusions to increase their hemoglobin levels to 7. The patient was given 4 more units of packed red blood cells on (B)(6) 2021. On the patient underwent a colonoscopy which was negative. Video capsule endoscopy was deployed and arteriovenous malformations were noted in the jejunum. On their hemoglobin was stable at 8.5 g/dl on (B)(6) 2021. It was reported on (B)(6) 2021 that the patient was febrile overnight with left lower quadrant pain and an up-trending white blood cell count of 13.4. A CT scan showed possible aspiration pneumonia with ground glass opacity on left lobes. The patient was started on an IV of vancomycin and zosyn, cultures were also collected. All cultures were found to be negative and vancomycin and zosyn would be stopped, augmentin would be started for a total of 5 days. On (B)(6) 2021 a double-balloon enteroscopy was performed and found arteriovenous malformations in the duodenum. Two diminutive non-bleeding arteriovenous malformations were found in the jejunum that were then treated with argon plasma coagulation. The patient was discharged home (B)(6) 2021 after completing antibiotics. Their white blood cell count was 6.3k/ul, and their vitals were stable.